Event description:
According to the reporter, during a laparoscopic hartmann procedure with a patient that had a preoperative radiotherapy, in dissecting the pelvic, on three devices, the surgeon noticed that the latest iterations (green in color) were not as robust as what the surgeon remembered them. The devices felt far too flimsy. The devices retract fine with gentle pressure, but when used in the male pelvis a bit of force was needed. The devices were used for decent leverage against the mesorectum and bony side wall to get a progressive view and for counter traction. The three-bladed retractor tends to snap between the shaft and the hand grasp area (where it is green). The five finger retractor area angulates, and it tends to snap at the angulated junction of the blade before it snaps at the green area too. To resolve the issue, the surgeon needed to use three devices. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.